Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a hole in tubing between pump and cylinders the patient had his inflatable penile prosthesis (ipp) cylinders and rear tip extenders removed and replaced. The ipp cylinders were explanted and a new cylinders were implanted. No further issues were reported relating to this event. Should additional information be received, or product investigation completed, a supplemental report will be submitted.